Event description:
It was reported that the customer was hospitalized due to seizure and low blood glucose. Customer's blood glucose reading was 31 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was malfunctioning, it was alarming motor error and turned off by itself. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window, cracked battery tube threads and battery tube lip.